Event description:
Customer was not feeling well and obtained a low reading on her meter (64 mg/dl approximately). Thinking her blood glucose levels were low, she drank juice. She called for an ambulance and was tested in the ambulance with a reading of 500 mg/dl.